Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia associated with dexcom sensor issues that disrupted automated dosing, resulting in irregular insulin delivery and a temporary switch from pump therapy to subcutaneous insulin pen injections; the highest reported glucose was 576 mg/dl, with excursions above range lasting a few hours at a time, and no alerts or alarms were reported. Symptoms included one episode of vomiting and moderate ketones that were subsequently resolved. Outcomes included the need for caregiver assistance and the use of back-up therapy with injections for several days, with no hospitalization or professional medical intervention. Investigation included a review of device performance, user feedback, and troubleshooting and education with the user and family. Investigation of this case revealed that the cause of the hyperglycemia could not be determined. It was concluded that the event was not confirmed to be caused by the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.